Manufacturer narrative:
(B)(4).

Event description:
Customer reported they had a PICC that went contralateral and looped on itself with the tip going towards the svc and the tip was high at the brachiocephalic junction with a bbe reading. Device replaced.

Manufacturer narrative:
Qn#(B)(4). A vps g4 console gb40674 was not returned. The complainant provided case data for analysis. Vps r and d reviewed the complaint report, the saved procedure dataset, the x ray report, and a photograph of the x-ray. The case data shows an elevated p-wave was present and maintained as expected to produce the achieved blue-bullseye. The x-ray report states "the PICC line crosses the midline and is seen. Folded on itself in the left subclavian vein". The x-ray image shows that the catheter/stylet has folded back on itself. Based on the x-ray report description the catheter/stylet folding back on itself allowed the catheter/stylet tip to navigate back down the svc toward the sa node which would result in the stylet detecting appropriate doppler signals and ECG morphology. Vps r and d concluded the catheter/stylet folding back on itself after crossing the midline would allow the catheter/stylet tip to be in a position to appear as if in the lower 1/3 of the svc and detect the proper doppler signals and ECG morphology to produce a blue-bullseye symbol as observed in the procedure dataset. It is presumed this patient anatomy was unique in some way, and the elevated p-wave was detected in the final location. A device history record review was performed and did not reveal any manufacturing related issues. It was reported "customer stated they had a PICC that went contralateral and looped on itself with the tip going towards the svc and the tip was high at the brachiocephalic junction with a bbe reading". A review of the case data confirmed the achievement of a bbe reading. A photograph of the x-ray shows the catheter/stylet has folded back on itself. Vps r and d concluded the catheter/stylet folding back on itself after crossing the midline would allow the catheter/stylet tip to be in a position to appear as if in the lower 1/3 of the svc and detect the proper doppler signals and ECG morphology to produce a blue-bullseye (bbe) symbol as observed in the procedure dataset. Operational context caused or contributed to this event because it is presumed the patient anatomy was unique in some way, and the elevated p-wave was detected in the final location.

Event description:
Customer reported they had a PICC that went contralateral and looped on itself with the tip going towards the svc and the tip was high at the brachiocephalic junction with a bbe reading. Device replaced.